Event description:
A trilogy evo ventilator was returned to a third-party service center for required maintenance. There was no patient involvement, and no injury or harm was reported. During the evaluation of the device at the manufacturer's service center, error codes related to the internal battery were confirmed in the ventilator's downloaded error log. The internal li-ion battery required replacement to address the issue. Additional findings not related to the malfunction/issue: the detachable battery was found to be defective and was replaced. The system printed circuit board assembly was replaced due to an error code (e-290) indicting a start/stop key latch failure. As part of maintenance the blower, low flow oxygen tubing, machine flow sensor, a proximal in-line filter and the in-line filter were all replaced for contamination. Four-year maintenance service was completed with filter replacements per maintenance schedule.